Event description:
Same case as 2134265-2015-03820 and 2134265-2015-03715. It was reported that an automatic pullback failure occurred. A 100v ilab ultrasound imaging system demo version 1.3 was used in conjunction with an unspecified imaging catheter and pullback sled to visualize the lesion. During the procedure, it was noted that the automatic pullback stopped suddenly and the system did not recognize a catheter. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: the device has not been received for analysis; therefore, a failure analysis of the complaint device could not be completed. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause was unable to be determined. (B)(4).